Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's scs system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention is planned to explant the scs system.